Event description:
A physician reported a pt who was double-skin-tested on 5 september 1996 with and 7 october 1996 with negative results. The pt has since rec'd multiple treatments without event. On 30 octboer 1998, the patient was treated in the vertical lip lines. At the same time, the pt was treated for the first time with the concomitant intradermal product, hylaform, into the vermilion borders. Both treatment procedures were unremarkable. On 26 november 1998, the pt noted swelling on one side of the treated area (exact side not noted); the pt reported the swelling resolved later that day. On 11/28/1998 during a telephone consult with the physician, the pt reported the entire upper vermilion border became extremely swollen with "pressure extending upwards towards the eye". Induration was noted but the pt denied itching or redness. The pt was advised to take the oral antihistamine, chlor-tripilon; symptoms were temporarily relieved. On 1 december 1998; the swelling was less but the pt reported that the symptoms continued to flare intermittently. The pt applied ice for relief. The physician believed the symptoms to be a delayed hypersensitivity to the bovine collagen product. On 30 december 1998, the pt reported the symptoms appeared to be gradually resolving, though still intermittent. As of 6 january 1999, the pt continued to take the antihistamine.